Manufacturer narrative:
Evaluation: we were unable to confirm the report as it was described because the affected device was not returned to cook endoscopy for evaluation. We were unable to conduct a review of the device history record or conduct a sample test from this lot because the lot number was not provided. After a review of the account order history, the lot number was unable to be determined. Conclusions: we were unable to conduct a full investigation because the device was not returned for evaluation. A separated handle can occur if the luer lock is not properly connected to the handle after exposing the clip for deployment. Failure to make this connection secure can cause the handle to separate if the device is held at an angle and excessive pressure is applied to this portion of the handle assembly. The instructions for use for this product line advise the user to advance the device through the accessory channel in short increments. This activity will aid in device preservation. Prior to distribution, all triclip endoscopic clipping devices are subjected to a visual inspection and functional test to ensure device workability. During the manufacture stage, the handles are inspected for separation. Also, the handles are worked to ensure smoothness of workability. Corrective action: a corrective action has been implanted in an effort to reduce occurrences of handle separation for the tri-clip endoscopic clipping device. The lot number was requested, but was not provided by the reporter. Because the lot number is unavailable, we are unable to determine if this particular device was made prior to implementation of the corrective action. Customer quality assurance will continue to monitor for complaint trends.

Event description:
The physician used a cook endoscopy triclip endoscopic clipping device during a procedure. While attempting to close the clip on the tissue site, the handle broke. Nothing had to be retrieved from the pt. The initial reporter was contacted several times in an attempt to collect additional information regarding this occurrence. The additional information relating to this complaint was not received. It is unk if the pt experienced any adverse effects or required additional medical procedures due to this event.